Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the unit would not boot up. No patient involvement.

Manufacturer narrative:
The power management printed circuit board assembly was found to have failed out of box. Multiple attempts were made to obtain additional information on the event that were unsuccessful. If additional information is received a supplemental report will be submitted. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.